Manufacturer narrative:
Corrected data: the initial report stated the load was released and used on patients. After further follow-up, the customer stated there were no loads involved. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, retains testing, and system risk analysis. The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required as the issue was not identified to be a functional or manufacturing issue. The trend for the product malfunction code of procedure related was assessed from november 2014 through october 2015 and did not reveal a significant trend. The trend for the product malfunction code of expired product was assessed from november 2014 through october 2015 and did not reveal a significant trend. Retain testing was not performed as it was not identified to be a manufacturing issue. The system risk analysis (sra) was reviewed for the issue of procedure related and expired product, and the risk was determined to be "low risk." The assignable cause is of the issue is failure to follow instruction. The customer indicated they were keeping the cidex® opa solution in the tray for 30-plus days. The customer was informed of the proper use of the product and advised to follow the instructions for use. Instructions for use were sent to the customer. Asp will continue to track and trend the issue. No further investigation is required at this time.

Manufacturer narrative:
Catalog number: the correct catalog number is 20390-90. Lot number: the correct lot number is 050615243. Device manufacture date: 06/04/2015.

Event description:
A customer reported using cidex&#59407;pa solution after its 14-day reuse period. The load was released and used on patients. There were no serious injuries reported. Per the instructions for use (IFU), it states cidex® opa solution must be discarded after its 14-day reuse period even if the cidex® opa solution test strip indicates a concentration above the minimum effective concentration (mec). As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer uses cidex® opa solution beyond its 14-day reuse period.